Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain, infection, urinary incontinence, and irritation to the vaginal area. No further info has been provided.